Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cartridge with 50 units of insulin, and received a valid minimum fill message. Reportedly, the customer's blood glucose level was 291 mg/dl, and was addressed with a correction bolus. The customer was able to load a new cartridge successfully and resume insulin delivery.